Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2009. It was reported that pt is without stimulation. The pt's programmer would not turn on even though new batteries were inserted. He attempted to turn on the stimulation with the magnet multiple times but was unsuccessful. Normally, he does not have problems turning on the stimulation with the magnet. The pt was sent a replacement programmer to help resolve the issue. Attempts to gather add'l info were unsuccessful. No further info is available at this time.